Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: a visual and dimensional inspection was performed on the returned device. The reported shaft detachment was confirmed. The reported failure to advance and difficult to remove could not be tested as it was based on operational circumstances. It should be noted the xience prime, everolimus eluting coronary stent system, instructions for use (IFU), states: if unusual resistance is felt before the stent exits the guiding catheter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. Maintain guide wire placement across the lesion and remove the delivery system and guiding catheter as a single unit. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed and analysis of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a 99% stenosed, heavily tortuous, heavily calcified, de novo lesion in the mid left anterior descending (lad) coronary artery. Pre-dilatation was performed with 1.2x6mm and 2.0x8mm balloon dilatation catheters. A 3.5x38mm xience prime stent delivery system (sds) was advanced; however, resistance was noted with the anatomy and the proximal shaft separated into two pieces. The sds was removed with resistance and force was applied to withdraw the entire device from the patient anatomy. No other stents could cross. Medication was then used to treat the patient as the lesion could not be treated percutaneously. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.